Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the issue was not determined since product was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that on day 12 of impella support, a placement signal 'not reliable alarm' occurred on the automated impella controller. The audio was disabled. The team monitored motor current. No patient harm has been reported.

Manufacturer narrative:
The cause of the placement signal not reliable alarm is likely due to a failing bulb in the optical bench lamp assembly.